Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The logs show a communication error with the mobile view station (mvs). Removed and extra cable and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during a sacroiliac and thoracolumbar procedure, the system failed to boot up properly twice. The system was stuck initializing. On the third try, the system booted up properly. The site used another imaging system on site to finish the case. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.